Manufacturer narrative:
The reported events of failure to capture and p-wave amp variation were not confirmed. As received, a complete lead was returned in one piece with all four tines intact and undamaged. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.

Event description:
It was reported that the patient presented for postoperative testing. It was noted that the right atrial lead exhibited reduced sensing and an elevated threshold, resulting in atrial non-capture. The lead was explanted and replaced. The patient was stable.